Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had blue pieces/specks floating in it. This was identified after compounding. The reporter further described the issue as possibly a result of coring of the blue port of the intralipid bag. There was no patient involvement. No additional information is available.